Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient did not report any specific values for this event, but stated that the cgm reading was inaccurate. The patient reported that on the day of the event he went to get some water when suddenly ¿he was on the floor flapping like a fish¿ (possible seizure). The patient´s wife called an ambulance and the patient was given unspecified treatment to raise the blood glucose level. There is no information that the patient would have needed to go to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.